Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient was referred for full revision of their vns device due to lead fracture. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's generator and lead were explanted and replaced. The impedance on the device was high preoperatively and it was reported that the fracture was confirmed via preoperative assessment of x-ray by the physician. The explanted devices have not been received into analysis to date. No additional relevant information has been received to date.